Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from slovakia alleged discrepant results with two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2. A new sample was collected from the same patients and tested on the same cobas liat which yielded a negative result for all targets. Note, data was not provided for the second patient. The results were released. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation. 1 MDR was submitted as no data and further information regarding sample 2 was provided.

Manufacturer narrative:
Although the root cause cannot be identified, it is possible that the discrepancy is due to a difference in sample quality as the repeat run was performed with a newly collected sample. The initial run showed clear amplification and is confirmed to be a true positive result. An investigation was performed on the reagent lot that was used for both runs and a systemic product problem was ruled out.